Event description:
It has been reported to philips that there was a system failure. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the flexvision pc and the hard disk which returned the device to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was outside of clinical use when the issue was identified. A philips remote service engineer (rse) inspected the system remotely and confirmed that there was a system failure and the flexvision monitor was only showing a border but no image.. A philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc was defective. The fse replaced the flexvision pc and installed the system software and configuration. The flexvision pc was returned for analysis and no failure was observed. However, after replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.